Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The cable had defects due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor, the high-definition 3cmos autoclavable camera head presented a sandstorm image (darkened and visual was lost). No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. See updated sections b3, b5, h4, h6, and h10. The legal manufacturer performed an investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the image was not displayed because communication failure occurred due to a faulty cable, however, the cause of the faulty cable was unknown. · as a result of DHR review, it was confirmed that the device met the standards at the time of shipment. ¿¿ the reported phenomenon ¿no image¿ was duplicated at the duplication review of the repair department. · image was not displayed due to faulty cable. The instructions for use (IFU) states the following guidelines: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.

Event description:
Additional information was received from the reporter. The issue occurred during a therapeutic procedure. The patient was under general anesthesia. The intended procedure was completed with a similar device with no surgical delay. The device had been inspected prior to the procedure.